Manufacturer narrative:
Device evaluations of monitor sn (B)(4) and battery packs sn (B)(4) and sn (B)(4) have been completed. The reported problem (won't power on) was confirmed. Upon evaluation, the c1 capacitor on the computer / analog (ca) board inside the monitor was shorted and the f1 fuse in each battery pack was blown. The cause of the inability to power on is the shorted capacitor and blown fuses. The cause of the blown fuses is the shorted capacitor. The root cause of the shorted capacitor cannot be positively identified. No adverse event resulted from the defective monitor or battery packs.

Event description:
A us distributor contacted zoll to report that a patient's monitor would not power on with either battery pack.